Event description:
Pt alleges that she suffered narrowing of the joint space and/or a condition called "chondrolysis" which is the complete or nearly complete loss of cartilage in the right shoulder joint, following the use of a pain pump in surgeries on (B) (6) 2004, and (B) (6) 2007.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The report did not provide any specific info concerning the procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established casual relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivicaine) and the subsequent development of chondrolysis." (Dfu 1304265, rev.g) I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E) if add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.